Event description:
Patient's mother reported, the menu key on the infusion device is sluggish. Mother stated the patient must often press the button, sometimes 20-30 times. Mother reported once the patient's blood glucose became elevated up to 400 mg/dl. Mother stated she and the patient were able to get the patient's blood glucose under control. Patient's normal blood glucose level is 150 mg/dl. Mother reported the issue has been ongoing for 6-8 weeks. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.